Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the staple would not form properly. The staple line needed to be oversewn. The device was not able to fire the full linear range of the reload and none of the staples were able to form correctly. There was tissue damage as a result of this problem, as well as intra operative bleeding. The damage was not permanent and the patient was discharged from the hospital.